Event description:
The consumer reported the patient had experienced a loss or change of therapy. The patient had an accident this morning and she was not able to make it to the bathroom in time. The change in therapy/symptoms was noted to be sudden and began on the day of the call (B)(6) 2016). The patient was able to feel stimulation. It was indicated she felt a mild tingling in her toe and indicated it had been this way since implant and this was "normal" for her. The patient noted she had drank some ice tea the day prior to the call, which she normally doesn't. She was also under a lot of stress as her husband had experienced a heart attack last week and she had to drive everywhere, which he used to do before. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.